Event description:
It was reported the physician implanted a 25mm gore helex septal occluder to close a pt foramen ovale. At a 14 month follow-up, it was noted that the right atrial eyelet was off the lock loop and a residual shunt was present. The pt had also complained of transient ischemic attack-like symptoms. A re-intervention is likely to occur.

Manufacturer narrative:
A review of the images revealed the right and left discs were not completely apposed against the septum and were protruding out into the atriums. Doppler color flow images demonstrate a residual leak coming from the posterior and anterior superior portion of the right disc and continuing on through to the anterior superior portion of the left disc. Bubble studies were done and show bubbles crossing between the right and left discs into the left atrium. A fluoroscopic examination was done and reveals that the right eyelet is not captured by the lock loop.